Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ the right side of my pelvis'), genital haemorrhage ('I was bleeding a lot / heavy bleeding'), pregnancy with contraceptive device ('pregnant with essure') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device ineffective "device ineffective." The patient's medical history included seizure in february 2015, focal segmental glomerulosclerosis on (B)(6) 2014, vitamin d deficiency on (B)(6) 2013, irritable bowel syndrome on (B)(6) 2010, endometrial hyperplasia on (B)(6) 2010, cerebrovascular accident nos on (B)(6) 2010, hypertension in 2007, depressive disorder in 2007, morbid obesity in 2007, stroke, c-section, carpal tunnel release, ankle operation, knee operation, cholecystectomy, postictal confusion, biopsy kidney, lumbar puncture, umbilical hernia repair, fatty liver, hypothyroidism, appendectomy, dysfunctional uterine bleeding, allergic rhinitis and pelvic adhesions. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2011. Concurrent conditions included migraine since 2014, diabetes since february 2011, ankle swelling, pain ankle, nausea, vomiting, dizzy, headache, chest pain, pleuritic pain, varicella, gastrooesophageal reflux disease, renal disease, pneumonia, shortness of breath, hoarseness, odynophagia, throat pain, ear pain, tonsillectomy, multiple allergies (ibuprofen, aspirin, naproxen, morphine,), facial droop, restless leg syndrome, palpitations and chills. The patient also had a family history of endometrial hyperplasia. Concomitant products included fentanyl, ondansetron (zofran), oxycodone, pethidine hydrochloride (meperidine hcl) and potassium chloride. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fibromyalgia had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: essure was placed first in the right tubal ostia, then the left, per protocol, with approximately 4 trailing coils on each diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterus and bilateral fallopian tubes, fragments of supracervical hysterectomy: proliferative endometrium with focal adenomyosis and tubal metaplasia. Negative for hyperplasia or neoplasia. Fallopian tubes, two, with associated foreign material. Ultrasound scan vagina - on 23-mar-2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- vaginal hemorrhage, menorrhea, fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received. Reporter information was updated. New events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fibromyalgia,pregnant with essure, I was bleeding a lot, essure and ablation performed on same day" were added. Medical history, lab data, concomitant drugs, lot number added, events- "pain/ the right side of my pelvis, abnormal bleeding (menorrhagia) , abnormal bleeding (vaginal) , I was bleeding a lot , fibromyalgia , dysmenorrhea (cramping) " outcome updated to "recovered / resolved" on (B)(6)2019: fu1 and 2 process together. No new information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ the right side of my pelvis'), genital haemorrhage ('I was bleeding a lot / heavy bleeding'), pregnancy with contraceptive device ('pregnant with essure') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" and device ineffective "device ineffective". The patient's medical history included seizure in (B)(6) 2015, focal segmental glomerulosclerosis on (B)(6) 2014, vitamin d deficiency on (B)(6) 2013, irritable bowel syndrome on (B)(6) 2010, endometrial hyperplasia on (B)(6) 2010, cerebrovascular accident nos on (B)(6) 2010, hypertension in 2007, depressive disorder in 2007, morbid obesity in 2007, stroke, c-section, carpal tunnel release, ankle operation, knee operation, cholecystectomy, postictal confusion, biopsy kidney, lumbar puncture, umbilical hernia repair, fatty liver, hypothyroidism, appendectomy, dysfunctional uterine bleeding, allergic rhinitis and pelvic adhesions. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2011. Concurrent conditions included migraine since 2014, diabetes since (B)(6) 2011, ankle swelling, pain ankle, nausea, vomiting, dizzy, headache, chest pain, pleuritic pain, varicella, gastrooesophageal reflux disease, renal disease, pneumonia, shortness of breath, hoarseness, odynophagia, throat pain, ear pain, tonsillectomy, multiple allergies (ibuprofen, aspirin, naproxen, morphine,), facial droop, restless leg syndrome, palpitations and chills. The patient also had a family history of endometrial hyperplasia. Concomitant products included fentanyl, ondansetron (zofran), oxycodone, pethidine hydrochloride (meperidine hcl) and potassium chloride. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fibromyalgia had resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: essure was placed first in the right tubal ostia, then the left, per protocol, with approximately 4 trailing coils on each diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: uterus and bilateral fallopian tubes, fragments of supracervical hysterectomy: proliferative endometrium with focal adenomyosis and tubal metaplasia. Negative for hyperplasia or neoplasia. Fallopian tubes, two, with associated foreign material. Negative for neoplasm. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- vaginal hemorrhage, menorrhea, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.